Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Reprocessing was confirmed to be practiced in accordance with instructions for use (IFU) and the foreign material residue point was free from deformation. The root cause of the foreign material remaining in the subject device was unable to be specified. The instruction manual states the detection method associated with the event in the instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿, and preventative measures in instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object inside the nozzle. There were no reports of patient involvement.